Event description:
They could not change the pressure setting even under x-ray. They replaced the valve and would like to know the root cause of this event.

Manufacturer narrative:
The incident has been reported to MFR on 03/10/2010. Results of analysis will be developed in a f/u report.